Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a cooling fan speed error code (1125). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying error code 1125 (cooling fan speed error). During troubleshooting with customer, it was found that the pin holding the fan to device was taken out and placed between the fan blades. The customer then removed the pins and confirmed cooling fan operation. The system meets the specification for the performed service and is returned to use. The customer was provided with the part numbers of the fan mount and fan mount push pin.

Manufacturer narrative:
Conclusion was provided in the initial report submitted. Conclusion code corrected accordingly.